Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to pain and femoral loosening. Surgeon reported that a possible cause or contributor is that the original cuts made with the mako robot seemed off. A cr femur and 7x9 cs insert were revised to a ts femur with stem and 7x9 ps insert. Rep reported that pictures can be provided, and confirmed that no further information will be released by the hospital or surgeon.